Event description:
Procedure: vats. According to the reporter: the surgeon fired the universal with a reload on the pulmonary artery and the reload would not open. The case had to be extended for 30 minutes. More dissection was performed and the stapler was resected with another device.